Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17047559/17047559.

Event description:
It was reported that the patients stimulator was not providing relief anymore. The patient underwent a full system explant procedure. The explanted ipg and lead will not be returned.